Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema.

Event description:
Patient left side lymphedema, pain, swelling, and ¿learned about the allergan recall online¿. In addition the patient reported the following events, which are deemed not related to the device: c diff, sepsis and hemorrhagic colitis, lump, weakness, chronic debilitating fatigue, fibromyalgia, gerd, osteopenia, anemia, incontinence, breast implant illness, hashimotos, asthma, chronic bronchitis, memory problems/loss of concentration, heat/cold intolerance, bloating, constant noise/ringing in ears, weight gain, restless legs, anxiety, peripheral neuropathy." Device remain implanted.